Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. After a non-bsc guide extension catheter crossed the lesion, a 12x4.00mm promus premier drug-eluting stent was advanced through the guide extension catheter, but the device became stuck at the port part of the guide extension catheter. The stent delivery system was removed from the patient, however it was noted that the stent was lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.